Manufacturer narrative:
Evaluation summary: the investigation is in progress. A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation . Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a cracked lens that was caused by the injector during an intraocular lens (iol) implant procedure. The lens was removed and replaced. The condition of the product was not noted by facility when the product was first opened.

Manufacturer narrative:
Product evaluation: no injector (unspecified product) was returned for evaluation for the lens being cracked possibly from the injector, with the lens removed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).